Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. The reported event of valve infolding was assessed by medical safety. Upon review of the information provided, the primary event of valve infolding, first notified after the first recapture for deep implant with a second implant attempt with persistent infold, requiring recapture and removal (as instructed in the instructions for use (IFU)) and successful placement of a 2nd evolut pro valve/system, was assessed as likely related to the first evolut pro valve. Static images and media files were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter was 78.33 with a perimeter derived diameter of 24.9 millimeter (mm) suggesting a 29mm evolut. Additionally, the aortic root angle was 69 degrees, and it appears the patient had a possible sievers type 0 with dilated ascending aorta. Fluoroscopic valve load inspection was performed and despite the poor imaging, there is no evidence of a misload. The first deployment attempt resulted in a shallow implant but no infold was. An infold is noticeable at 80% after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is I dentified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported a second deployment attempt was made without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. Eventually, the implanting team followed best practices and used new sterile components. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infold was noted upon the second deployment attempt. A misload was not observed, confirmed during the image review. A conclusive root cause could not be determined, but the reported bicuspid valve and patient anatomy noted in the image review are likely potential contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us; product lot number 0011832525; product type: : 0195-heart valves; product ID l-envpro-16-us; product lot number 0011821971; product type: : 0195-heart valves; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with calcified adhesions on the lesser curvature of the heart, the valve was recaptured due to the valve being positioned too deep. Upon recapture, the valve frame infolded. The valve was re-deployed a second time, however the infold did not resolve. The valve was recaptured, withdrawn and replaced. The replacement 29 mm valve was implanted successfully. It was reported that the calcifications/adhesions caused the infold. It was noted that the patient had a type 0 bicuspid native valve. No adverse patient effects were reported.